Manufacturer narrative:
Additional information added to b5. D4 model number and catalog number corrected.

Event description:
Additional information was received indicated that the patient experienced recession and cavities due to treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported the aligners caused tmj and loose teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.